Event description:
A complaint was received from (B)(6) stating that the enteral feeding tube detached and the bumper remained in the patient's stomach. The broken component was recovered during a gastroscopy procedure and a new percutaneous endoscopic gastrostomy (peg) device was placed. The device was inserted on (B)(6) 2012 and the event occurred (B)(6) 2014. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).